Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel. Gore® excluder® aaa endoprosthesis instructions for use recommends: determine accurate size of anatomy and deployment locations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the proximal part of a trunk ipsilateral leg endoprosthesis was deployed, the physician attempted to implant a contralateral leg endoprosthesis in the right limb. When the contralateral leg endprosthesis was deployed, the right internal iliac artery was partial covered unintentionally by the contralateral leg endoprosthesis. The blood flow of the right internal iliac artery was confirmed. Additional attempts were not performed. The physician stated that the trunk ipsilateral leg should have been implanted more proximal.